Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation of the anesthesia system revealed that a broken bacterial filter caused a leakage and thus leading to the failure of the safety valve test during system checkout. We have not received any information stating which one of the bacterial filters that broke. No logs have been received to confirm the reported safety valve test failure. The true cause why the bacterial filter broke has not been determined.

Event description:
It was reported that the safety valve test failed during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).